Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a leaking insulin cartridge, observed insulin leakage upon removal, and noted a blood glucose rise to 379 mg/dl that returned to target after changing supplies and following proper cartridge fill and change steps. Symptoms included hyperglycemia without reported ketone testing or other clinical effects. Outcomes included no injury, no hospitalization, and no need for third-party or medical assistance. Investigation included troubleshooting and user education on correct cartridge connection and fill/change procedures. Investigation of this case revealed user technique as the probable contributor to the leak, with the cartridge component implicated; proper reconnection and supply replacement resolved the issue. It was concluded, based on previously established findings for similar reports, that the cause was user error related to cartridge handling and connection.